Event description:
It was reported that the syringe pump was suspected to be involved in a patient overdose of uvc 1 port lipids medication. It was further reported that customer no longer wished to send the pump in for investigation because the nurse was satisfied with the operation of the pump after reviewing the event history. The nurse did not allege a complaint against the pump.